Manufacturer narrative:
(B)(4). Evaluation: results: lesion morphology. Niddm and hp. Mi, restenosis, stent thrombosis. Evaluation: conclusion: lesion morphology. Patient's condition predisposed event.

Event description:
The physician successfully deployed a 3.5mm diameter x 18mm length endeavor rapid exchange (rx) drug-eluting stent to the proximal circumflex and a 3.0mm diameter x 24mm length endeavor rapid exchange (rx) drug-eluting stent to the distal circumflex resulting in 0% stenosis. Ivus confirmed complete apposition of both stents to the vessel wall. Approximately one week later, the patient presented at the hospital with chest pain. Emergency cag was performed. This confirmed a stent thrombosis, proximal to the previously deployed stent to the distal circumflex. An mi was also reported to have occurred. A tvr was performed resulting in good dilatation and blood flow and subsequent recovery of the patient. No additional clinical sequelae were reported. Reference MFR report number 2953200-2010-02193-1.